Event description:
Account alleged that this bed had an unintentional movement of the head section. Account stated that there was no pt in the bed and the bed has been taken out of service, account stated that there was no injury from this alleged incident.

Manufacturer narrative:
Technician replaced the left ucm to repair the alleged unintentional movement. Tech also installed new ucm cables as a preventative measure. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.